Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was previously implanted in another patient, and explanted for a device upgrade procedure. The device was re-sterilized and used as an external pacemaker on a different patient. While being externally used, the pacemaker exhibited a lead safety switch (lss) and changed to a unipolar configuration initially believed to have been caused by noise. While in the unipolar configuration there was pacing inhibition as well as loss of capture (loc) and the patient was symptomatic as a result. The device was reprogrammed to voo mode and the lss was programmed off. A memory download was taken and sent to boston scientific technical services (ts) for analysis. The analysis showed, that there was in fact an out of range impedance measurement of either greater than 2500 ohms or less than 100 ohms. However, since the data had been cleared it was unable to be determined which reading it was that triggered the lss. The right ventricular (rv) lead remains implanted in the patient's jugular vein and the device remains in use externally.